Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-feb-2017, fse arrived at the site to address the reported event. He verified the problem, then assisted the customer with troubleshooting. Next, fse replaced the sorter board, rechecked sorter alignments, and performed the tip pickup macro program. No further issues were reported on 02-mar-2017, fse returned to the site to replace the sorter valve & filters, and check the vacuum tubing for restriction. He was subsequently able to successfully perform the corner tip macro. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the sorter board.

Event description:
On (B)(6) 2017, the customer reported intermittent tip issues with their a1a-2000st. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of bhcg, myo and ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.